Event description:
Allegedly the patient was revised due to mom complications (left).

Manufacturer narrative:
This is the same event as 3010536692-2015-00900.

Event description:
Allegedly, patient suffering mom complications - left.

Manufacturer narrative:
Investigation is not complete. Event code is addressed in package insert. Trends will be evaluated. This report will be updated when investigation is completed.